Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. Sterile corneal infiltrate after laser refractive surgery is a rare complication and the exact cause and mechanism are not clear. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with two small peripheral sterile infiltrates in both eyes post photo refractive keratectomy (prk). The soft contact lens was removed and the patient was told to discontinued the topical antibiotic eye drops and instructed to use a topical steroid eye drop. The patient was see in follow up and it was noted the patient had two small peripheral scars in the left eye and one peripheral scar in the right eye. The patient was instructed to continue the topical steroid but begin a taper in three weeks. The patient will be seen in follow up at a later date. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.